Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was isolated to a damaged power supply connector. As well as contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged power supply connector was excessive force. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.